Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was unknown mg/dl. The customer has not been using insulin pump because she does not think it is set up right and this cause her blood glucose higher. The customer was advised to reach out to healthcare provider to get correct settings and give us a call back to set up insulin if needed. The customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.